Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) in the 300s mg/dl with unspecified ketones and difficulty waking up associated with a call service alarm issue. Reportedly, the patient resumed the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump emitted multiple call service (cs 064) alarms while priming the pump. During troubleshooting with customer technical support (cts), it was revealed that the patient could not prime the pump without a recurring cs 064 alarm. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were call service 064-0001 alarms observed in the alarm history (B)(6) 2015 at 17:25 and 17:05. A rewind, load and prime sequence was performed successfully. The pump exercised for 24 hours with no alarms occurring. The daily insulin delivery totals added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy testing and was found to be delivering within required range and delivering accurately. The pump¿s cover was removed and there was no damage observed. The original complaint was verified in the history, but not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.